Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's stated blood glucose level was 45 mg/dl. Troubleshoot for was not performed for low readings. The product will not be returned for analysis.

Manufacturer narrative:
Additional information was provided after the initial report was submitted. The additional information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized due to pneumonia with blood glucose value was 160 mg/dl and also customer had low blood glucose. The customer's blood glucose was 45 mg/dl but customer was not on insulin pump. The customer was wearing insulin pump during hospitalization. It was also reported that customer was using insulin pump for one day and stopped using the insulin pump when they ran out of insulin and customer was off insulin pump for two weeks by the time of call. The insulin pump will not be returned for analysis.